Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 503 mg/dl and the cause was not known. A bolus was delivered to address bg. Tandem technical support (cts) assisted the customer with performing a pump system check and no device issues were identified. Reportedly, the customer used humalog longer than the labeled 48 hour use with the cartridge. The customer acknowledged the labeling timelines.